Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose levels have been high. Her blood glucose at the time of incident was 377 mg/dl. Customer stated that she was hospitalized last year for diabetic ketoacidosis and called in and was sent a replacement pump at the time. Troubleshooting for high blood glucose was initiated and the pump appeared to be functioning correctly. The customer declined to perform a high pressure test. Customer was advised to monitor her blood glucose levels as well as to contact her doctor and call back if her blood glucose continues to run high. No products were returned or shipped.